Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6) university. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted the device without the clip assembly and with evidence of full deployment. Dimensional test was performed between the hooks and bushing, and it was within specifications. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed since the device was returned fully deployed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for adenoma during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, when the clip was closed, the clip could not be released. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name): the reported health care facility is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for adenoma during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, when the clip was closed, the clip could not be released. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.